Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) passed away following an episode of ventricular fibrillation (vf). A review of the disk analysis revealed that the device had attempted to deliver eight shocks. Impedance measurements were less than 20 ohms (for each shock), likely indicating a shorted lead condition. The device and lead were explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis revealed an insulation abrasion through to the rs+ conductor coil approximately 70-75 mm from the terminal pin (consistent with lead-on-can contact). There was also melted metal on the rs+ conductor coil due to arcing underneath the abrasion site. Analysis results confirmed that this lead did short to the associated device during high-energy shock delivery. This prevented the device-lead from successfully delivering shock therapy to terminate the patient's vf.